Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:45:15. During night drain cycle six, the patient's ultrafiltration reading was 1141 ml, indicating the home patient (hp) drained 1141 ml more than their maximum programmed fill volume of 1600 ml. No additional information is available.